Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) bnpt4311, (3i t3® with dcd® tapered implant 4/3 x 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. However, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2020011270. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020011270 for similar events and one (1) other complaint was identified (B)(4). Review completed utilizing keywords: ¿medical other¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that implant caused ulcerations of the tissue in the vestibule and her denture could be worn over top. The implant was removed due to ulceration. The implant at site #22 has a cover screw (placed on (B)(6) 2023). There is an ulceration of the lower left lip. The ulceration approximates to the cover screw at site #22. There is a large ulceration that is tender to palpation. The ulceration approximates to the locator attachment. A full thickness flap from was reflected. A trephine bur was used to remove bone. Implants were then removed using forceps. Soft tissues were reapproximated using 4-0 chromic suture. Symptoms as a result of the event: pain.